Event description:
The event is reported as: the clips fell out of the applier during preparation for endoscopic surgery. No clips fell into the pt. No pt injury reported.

Manufacturer narrative:
At the time of this report the device sample was not returned for eval.